Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. According to the information provided the filter has perforated the inferior vena cava and the patient is experiencing fear. The indication for the implant was right leg popliteal deep vein thrombosis (dvt) and pulmonary embolism (pe). The device was implanted via the right groin and deployed below the renal veins and above the iliac veins. At the time of the implant the patient was receiving heparin and integrilin in view of the multiple medical problems of pe and dvt and other medical issues including cardiac. The patient tolerated the index procedure well and was taken to recovery in stable condition. Approximately ten years later the patient became aware that the filter had perforated the inferior vena cava with filter struts abutting the aorta and the l3 and l4 interspace. According to the initial information received the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information contained in the patient profile from (ppf) indicated that the patient became aware that the filter perforated the vessel and the patient also reports to be experiencing fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available for review the reported perforation could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
An additional ppf indicates the patient has blood clots, clotting, and/or occlusion of the ivc, bilateral dvt and frequent monitoring required. New h6 codes coagulopathy (1779) and occlusion (1984). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc) with filter struts abutting the aorta and the l3 and l4 interspace. The patient reported that the filter perforation occurred nine years and eleven months post implant. Additional information indicated that the patient has experienced blood clots, clotting and/or occlusion of the ivc, bilateral deep vein thrombosis and also has experienced fear. The indication for the implant was right leg deep vein thrombosis (dvt) in the popliteal area and pulmonary embolism (pe). The device was inserted via the right femoral approach and the patient tolerated the index procedure well and was taken to recovery in stable condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling of the lower extremities. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Inferior vena cava filters are not indicated for use in the prevention of dvt¿s. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported in the legal brief, an unspecified period of time after placement of a trapease vena cava filter, the filter reportedly malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of her ivc and with filter struts abutting the aorta and the l3 and l4 interspace. The patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient reportedly has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. As per the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Also as per the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, and filter perforation of the vena cava wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6) vs. Cordis, an unspecified period of time after placement of a trapease vena cava filter, the filter reportedly malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of her ivc and with filter struts abutting the aorta and the l3 and l4 interspace. The patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient reportedly has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the filter perforation of the vessel occurred nine years and eleven months post implantation. The patient also reports to be suffering from fear. According to the medical records, the patient¿s pre-op diagnosis was deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient tolerated the index procedure well and was taken to recovery in stable condition. A review of the manufacturing documentation associated with this lot (r0906124) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.